Manufacturer narrative:
The tech found the head section on the bed was bent. The account did not know how the head section got bent. The tech replaced the head cylinder to repair the bed.

Event description:
Info received indicates the head section on this bed would not raise or lower and there were no active alarms on this bed.